Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
No service was requested on the ventilator. The hospital replaced the pressure transducer printed circuit board themselves. According to the received information this resolved the issue. No parts were returned for investigation and no device logs are available. The root cause cannot be determined. H3 other text : 4114.

Event description:
Manufacturer ref (B)(4).